Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were unable to be retrieved off the patient's primary system controller. Multiple attempts using two different power module configurations, 3 touch monitors, and 3 different bluetooth adapters (which all connected to the monitors without issue) were made. The primary system controller was exchanged and the issue resolved. The patient was reported to be in stable condition.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer¿s investigation conclusion: the reported event of being unable to download log files from the returned system controller (B)(6) was confirmed via product testing. The returned system controller was tested and did not pass this preliminary test, as the system controller was unable to communicate with the system monitor. The system controller was opened, and evidence of fluid ingress was found around the power cable connection to the main print circuit board (pcb), on the main pcb itself, and on the backup battery ribbon cable. The system controller¿s power cables were measured, and several wires on both the white and black power cables, indicating wire fatigue. On the white power cable, the orange wire was observed to have an open loop, indicating that the cables had fractured. The orange wire in the white power cable is associated with communication, so damage to this wire would result in an inability to view monitor data from the system controller and download log files. Due to the observed extensive fluid ingress, no further troubleshooting was performed. Log files were not submitted or downloaded for review. Provided information revealed that the reported event resolved once the system controller was exchanged and the patient was reported to be in stable condition. The root cause of the communication issue was determined to be due to fluid ingress; however, a root cause for the fluid ingress was unable to be conclusively determined via this investigation. The device history records were reviewed, and the records revealed no deviations from manufacturing and qa specifications. The heartmate 3 patient handbook, rev. D - section 10 ¿safety checklists¿ - instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook, rev. D - section 2 ¿how your heart pump works¿ - instructs users to never submerge the heartmate 3 system controller or expose it to fluids or liquids of any kind. The heartmate 3 patient handbook, rev. D, section titled "emergency contact list" - cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.